Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavour resolute drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the ostium left anterior descending artery, exhibiting 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. (B)(6) prep was performed with no issues noted. It was reported that stent deformation occurred during positioning. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
There were no issues when removing the device from the hoop. The lesion was pre-dilated. Resistance was not encountered when advancing the device. This was the first stent that entered the lesion, but it did not pass. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.